Manufacturer narrative:
The returned generator was confirmed to internittently latch-on in the coag mode. The cause of this failure mode was determined to be epld, u6 on the display board. A failure analysis and subsequent stop order, recall and engineering change implemented a replacement component outside ofthe die change date range.

Event description:
The customer reports that the unit was recently purchased and has malfunctioned from date of receipt. The unit will latch on during procedures and then will need to be reset to continue. No injuries have occurred.